Event description:
Patient presented emergent with aneurysm rupture. Attempted to treat with a bifurcated device, infrarenal cuff and suprarenal cuff, however could not obtain good seal. The patient was converted to open repair; elgx stent grafts were explanted, a surgical graft was sewn in, however, the aneurysm had ruptured in several locations, making it difficult to sew the graft in place. The patient died during the open conversion.

Manufacturer narrative:
Method: review of lot records/work orders, prior reports. No issues were noted. Results, conclusions: patient was admitted with an aneurysm rupture, this contributed to the event.